Manufacturer narrative:
.: Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios cautery did not work well. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios cautery did not work well. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Additional information received on november 26, 2024. It was reported that blanching of the tissue was noted. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block b5 has been updated with the additional information received on november 26, 2024. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.